Event description:
The sales rep reports that during a laparoscopic procedure the device fell apart inside of the pt. Had to open pt to retrieve. Found pieces and completed with suture. There was an attempt to find laparoscopically but it was too hard to see where the pieces had gone and they converted to an open procedure. The pt suffered no known consequences and is recovering normally. One device returning.